Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) is waiting for device data to proceed with the analysis. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) is waiting for device data to proceed with the analysis. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this device will not be returned for analysis.